Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the tip of the stability pin broke off and remained in the "vertebra (bone structure) of the patient." No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.